Event description:
During primary reverse shoulder replacement the surgeon used the two components mentioned above. The surgeon manipulated the shoulder and mentioned that he could have used a larger set on components but was satisfied that the shoulder was stable. He closed the wound. The patient was despatched to recovery and during post-op xray by the radiographer the shoulder dislocated.patient was revised to address dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The visual analysis of the product shows deteriorations (probably related to the installation and removal). The product was checked dimensionally, it is in conformity. The product was tested on a epiphyse, this product is always functional. Glenosphere: (B)(4): the returned product has no anomaly, this product is always functional. The DHR analysis of the batches indicated shows an initial conformance of these products with regards to their specification. For these batches, it there did not have deviation or failure investigation report. The analysis has not highlighted any product non-conformance to the specifications: the need for corrective action within the manufacturing router is not indicated. Case followed in analysis of tendency.